Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, paratubal cyst and autoimmune disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain / hip pain"), hypoaesthesia ("numbness to legs"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("abnormal menses"), hot flush ("hot flashes"), night sweats ("night sweats"), pollakiuria ("frequent urination"), muscle spasms ("abdominal spasms"), back pain ("back pain"), pain ("body aches"), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation"), diarrhoea ("diarrhea"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), headache ("headaches"), migraine ("migraines"), feeling abnormal ("brain fog"), mood swings ("mood swings"), depression ("depression"), tinnitus ("ringing in ears"), paraesthesia ("tingling in extremities"), food allergy ("food allergy"), gluten sensitivity ("gluten sensitivity"), acne ("acne"), skin irritation ("skin irritation") and pruritus ("skin itching"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, arthralgia, hypoaesthesia, memory impairment, dysmenorrhoea, menstrual disorder, hot flush, night sweats, pollakiuria, muscle spasms, back pain, pain, nausea, vomiting, constipation, diarrhoea, abdominal distension, dyspepsia, gastrointestinal disorder, headache, migraine, feeling abnormal, mood swings, depression, tinnitus, paraesthesia, food allergy, gluten sensitivity, acne, skin irritation and pruritus outcome was unknown. The reporter considered abdominal distension, acne, arthralgia, autoimmune disorder, back pain, constipation, depression, diarrhoea, dysmenorrhoea, dyspepsia, feeling abnormal, food allergy, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hot flush, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, muscle spasms, nausea, night sweats, pain, paraesthesia, pelvic pain, pollakiuria, pruritus, skin irritation, tinnitus and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, paratubal cyst and autoimmune disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain / hip pain"), hypoaesthesia ("numbness to legs"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("abnormal menses"), hot flush ("hot flashes"), night sweats ("night sweats"), pollakiuria ("frequent urination"), muscle spasms ("abdominal spasms"), back pain ("back pain"), pain ("body aches"), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation"), diarrhoea ("diarrhea"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), headache ("headaches"), migraine ("migraines"), feeling abnormal ("brain fog"), mood swings ("mood swings"), depression ("depression"), tinnitus ("ringing in ears"), paraesthesia ("tingling in extremities"), food allergy ("food allergy"), gluten sensitivity ("gluten sensitivity"), acne ("acne"), skin irritation ("skin irritation") and pruritus ("skin itching"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, arthralgia, hypoaesthesia, memory impairment, dysmenorrhoea, menstrual disorder, hot flush, night sweats, pollakiuria, muscle spasms, back pain, pain, nausea, vomiting, constipation, diarrhoea, abdominal distension, dyspepsia, gastrointestinal disorder, headache, migraine, feeling abnormal, mood swings, depression, tinnitus, paraesthesia, food allergy, gluten sensitivity, acne, skin irritation and pruritus outcome was unknown. The reporter considered abdominal distension, acne, arthralgia, autoimmune disorder, back pain, constipation, depression, diarrhoea, dysmenorrhoea, dyspepsia, feeling abnormal, food allergy, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hot flush, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, muscle spasms, nausea, night sweats, pain, paraesthesia, pelvic pain, pollakiuria, pruritus, skin irritation, tinnitus and vomiting to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.